Event description:
Patient complained of pain when swallowing post-op. The attending physician observed one screw pushing out of the right side of the implant on films that were implanted on (B) (6) 2009. A revision was determined to be required. A revision surgery was performed on (B) (6) 2010, to replace implant. The revision case was completed with no further incidences. The patient is reported to be in good health.

Manufacturer narrative:
The explanted device was returned and evaluated under RMA number (B) (4) on 1/20/2010 and 2/1/2010. A spring loaded awl and screw were introduced to the implant to evaluate functionality of the insert and locking mechanisms. The insert and the locking mechanism were intact and functional. RMA photos were taken. Results: the patient did not do any post-op follow-op. Conclusions: the patient had poor bone quality. The complainant reported that this failure was caused by the patient's poor bone quality and that spinal elements' devices did not fail to perform in any way.